Event description:
In 2007, the pt reported that he experienced hypoglycemic event that "caused a grand mal seizure" one month prior. He stated that he was at a luncheon speaking with friends when he began to "seize." He did not know what his blood glucose value was at the time. Just prior to onset, he stated that he felt that his blood glucose was decreasing and he began sipping a glass of lemonade and eating a brownie. He stated that as his blood glucose decreased his shoulders began to "shudder," then he had no memory of the events that followed until he awoke 2 hrs later in the ER of the hospital. He stated that emergency medical services treated him with glucagon in transit to the hospital. They measured his blood glucose, which was 74 mg/dl at that time. He reported a normal blood glucose range of 80-150 mg/dl. In the ER, he was given a "saline IV". He reported having to be temporarily restrained because he pulled the IV from his arm during a seizure prior to awakening. He stated that he was released after 24 hrs in the hospital. Although he continued to use his infusion device for delivery of basal rate insulin (which he decreased) and bolusing while in the hospital, due to concern that the infusion device might have contributed to his condition, he transitioned to his backup infusion device at the advise of his physician. During troubleshooting, infusion device history was reviewed, as well as delivery settings, which were determined to be consistent with the delivery settings in his backup infusion device. The infusion device was replaced and the product was requested to be returned for evaluation. During follow up after the pt transitioned to his replacement infusion device, he had not experienced any additional blood glucose concerns and the infusion device was functioning properly.